Event description:
Gems received a report concerning mismatch between pt name and pt data. Case occurred while applying xtrna application on xeleris processing and reviewing workstation. Xtrna application is an application for cardiac calculations. This application calculates cardiac ejection fraction (ef) among other parameters. In case of protocol failure in ef calculations due to extremely low counts in one of the ventricles an error message appears on screen but the operator can restore the application for the next pt. The screen then carries the correct new pt name but the data that appears on the screen carries the data of the previous pt. The same ef calculation can be carried out with similar application (ER analysis) with no errors. Problem was found during training session while application specialist demonstrates xtrna application to local customer. Upon request of customer to check local database of pts with low ef values, the application fails and demonstrates the above-mentioned problem. No injury occurred or any other adverse effect.